Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the clinician was viewing data from a remote home monitoring interrogation, she noted noise on the shock channel. Boston scientific technical services (ts) was consulted and noted intermittent dense noise on the shock channel, which appeared to be similar in appearance to muscle oversensing. Ts observed a similar episode from over two and a half years earlier. Ts also noted one high out of range pacing impedance measurement for the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) from four months prior. Ts suggested further evaluation including attempting to reproduce the noise. No further information was able to be obtained from the clinic. At this time the rv lead and ICD remain in service and no adverse patient effects were reported.